Event description:
It was reported that during a spine procedure at the healthcare facility, the images were jumping and the navigation system was not accurate. No additional information regarding this event was reported.

Event description:
It was reported that during a spine procedure at the healthcare facility, the images were jumping and the navigation system was not accurate. No additional information regarding this event was reported.